Manufacturer narrative:
This report is submitted on january 30, 2018.

Event description:
Per the clinic, the patient experienced a cholesteatoma at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device as of the date of this report.